Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level were 460 mg/dl and 155 mg/dl. The customer was treated with pump. The customer declined troubleshoot for high blood glucose levels. The customer was advised to fully charge the xmtr which may take up to 2 hours if the battery is fully depleted. The customer was advised to monitor and call back if needed. The insulin pump will not be returned for analysis.